Event description:
During a snorkel aaa case and treatment for a left internal iliac aneurysm, a gore viabahn endoprosthesis advanced over a .035 guidewire and though a 14fr introducer sheath. To access the targeted treatment site, the viabahn device had to advance through a very tortuous vessel anatomy and a pre-existing endologix stent graft. During deployment, the deployment string reportedly snagged and tore. The device got stuck inside the sheath when the physician tried to remove the viabahn device. A cut down was performed and the viabahn device was removed. Another viabahn device was implanted successfully. The pt is doing fine.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications. IFU warnings section states that w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.